Event description:
Information was received indicating that smiths medical cadd-legacy pump gave "no disposable clamp tubing" alarm whenever the pump is laid it on its back. The patient tried to realign the pump but the pump continued to alarm after every 5 minutes. It was reported that the medication being delivered was life-sustaining. The patient switched to back-up pump and continued therapy. There were no adverse effects to the patient due to the reported event.